Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular fibrillation (vf) one month prior. Review of the stored episode noted that tachycardia therapy was not delivered. A physician contacted technical services (ts) and requested review of the episode to determined why therapy was not delivered. Ts reviewed the episode and noted tachycardia therapy had been programmed off in the device five months prior for an unknown reason. The physician programmed tachycardia therapy back on and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service.